Manufacturer narrative:
Uf/importer number: (B)(4) received may 15,2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient experienced a gastrointestinal bleed on (B)(6) 2017. The patient presented with one episode of anemia and melena in the setting of coumadin and aspirin therapy. Upon admission hemoglobin and inr were measured to be 5.9 and 2.1, respectively. 3 units of packed red blood cells were transfused. A egd and colonoscopy noted a single non-bleeding artiovenous malformation in the stomach. The area was cauterized, treated with argon plasma coagulation. A heparin to coumadin bridging was completed. Aspirin was stopped. No further information was reported. . Related manufacturer's report number: 2916596-2017-02459.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.